Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm during a bolus delivery. The customer stated that he was in the hospital due to a foot ulcer, and his blood glucose reading was 342 mg/dl. The customer was treated with an injection at the hospital. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.